Manufacturer narrative:
The insulin pump alarmed motion sensor test failure during rewind, problem isolated to the mother board. It was unable to test the no reservoir alarm, perform the displacement test or verify the motor position encoder error alarm due to constant motion sensor test failure alarms. The motor passed the motor test. No damage noted on the case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the pump alarmed no reservoir and then motion sensor test failure and motor position encoder error alarm. The blood glucose at the time of the incident was 143 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.